Event description:
It was reported that the sureshot targeter showed a non-responsive screen during a tibial intramedullary nail surgery. A change in surgical technical had to be performed in order to complete the surgery. It is unknown if surgery was delayed as consequence. The patient outcome is unknown.

Manufacturer narrative:
Results of investigation: it was reported that during the tibial intramedullary nail surgery, sureshot showed no response on the screen. The procedure was successfully completed with a change in surgical technique. The associated sureshot targeter, intended for use in treatment, was returned and evaluated. Visual inspection of the returned product found severe damage on the cord showing internal wires. A serial number was provided and the review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. The device was manufactured in 2016. This is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. Based on the information provided no corrective action is indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.